Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that when they removed 2 sensors, and electrode of one sensor was missing. Customer's blood glucose value was unknown. Sensor will not be returned for analysis.